Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had an ins replacement on (B)(6) 2018. Then, around (B)(6) 2018, the patient started noticing poor coupling; they would go from full bars to no bars while maintaining the same position. A different recharger was used, which yielded the same results. There were no pocket issues reported however it was noted the patient had lost weight in 2017 resulting in excess skin over the ins. The rep believed the loose skin was a possible reason for the poor coupling. It was noted that the patient looked relatively healed for three weeks post replacement. It was reviewed to wait for the swelling to reduce and to have the patient use tight fitting clothes or a bandage to secure the ins while charging. Additional information was received from the patient on (B)(6) 2018. The patient stated that the cause of the poor coupling was not yet determined. The actions taken to resolve the poor coupling included having surgery scheduled for (B)(6) 2018. The swelling resolved. No further complications were reported/are anticipated.